Event description:
Customer reported that the insulin pump is not delivering insulin. Customer's current blood glucose reading is 76 mg/dl and has treated with a manual injection. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Check settings alarm was noted in the alarm history. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.